Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Please refer to manufacturer¿s report #3007566237-2013-03544 for all future follow-up.

Event description:
It was reported that an alarm was heard but that telemetry had not yet been performed. The patient called the physician because he thought his pump had stopped. It was noted the eri (early replacement interval) was (B)(6). The reporter noted that the patient had said the device stopped alarming. The reporter did not have any patient or drug information. Additional information received reported that the reporter believed the pump was replaced the same day as the initial report. Reporter had no further information. Additional information has been requested, but was not available as of the date of this report.